Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a non-bsc right atrial (ra) lead showed non sensed noise on the ra lead. Also, pacing impedance was low, out of range. Furthermore, there was functional under sensing. The blanking periods were recommended to be reprogrammed and the field representative was going to discuss with the health care professional. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.